Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was informed that a misaligned scope could cause the system to work in reverse. The customer was continuing with the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer experienced the system working in reverse compared to the surgeon's inputs. It was noted that the system was working properly at the time of the call. The technical support engineer (tse) viewed the system logs and found no related errors but found that the customer was using a 30-degree endoscope. The tse informed the customer that the endoscope may have been misaligned and caused the issue. The procedure was completing as planned with no reported injury.